Event description:
It was reported when using the pyxis medstation es system, incorrect patient name showed at the station. The customer mentioned that upon the patient's admission, the initial spelling of the name was incorrect and subsequently rectified in the electronic medical record. However, the incorrect name continues to be displayed at the station, which delayed the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that issue resolved by customer. The device functioned as intended after the customer troubleshooted the device.